Event description:
It was reported that during the attempted implant, the physician was unable to advance the stylet into the lead as it appeared to get stuck between the coils at the proximal part of the distal coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. It was noted that the lead was kinked and buckled and visual summary showed damage at implant. It was also noted that the right ventricular defibrillation coil of the lead was pulled, stretched and overstressed. (B)(4).